Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('patient had a history of recurrent pelvic inflammatory disease') in a 31-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, herpes simplex, uterine fibroids, vaginitis, abdominal pain, gerd, dysuria, dry skin, acute cystitis and hematuria. She declined reversible forms of contraception. She declined microscopic tubal and vasectomy. Denies f/ g but has had lethargy and fatigue for the past 3-4 days. Concomitant products included cholecalciferol (vitamin d3), hydralazine, norethisterone (micronor) and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("vaginal infection"), 4 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (B)(6) 2018 hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved and the pelvic inflammatory disease, urinary tract infection, bacterial vaginosis, menstrual disorder, menorrhagia, depression, dysmenorrhoea, vaginal discharge, fatigue and vaginal infection outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 coils extending into the uterine cavity and there were 4 coils extending into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Lot number: c06519, manufacture date: 2013-12-26, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('patient had a history of recurrent pelvic inflammatory disease') in a 31-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, herpes simplex, uterine fibroids, vaginitis, abdominal pain, gerd, dysuria, dry skin, acute cystitis and hematuria. She declined reversible forms of contraception. She declined microscopic tubal and vasectomy. Denies f/ g but has had lethargy and fatigue for the past 3-4 days. Concomitant products included colecalciferol (vitamin d3), hydralazine, norethisterone (micronor) and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("vaginal infection"), 4 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, menorrhagia, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, urinary tract infection, bacterial vaginosis, menstrual disorder, depression, dysmenorrhoea, vaginal discharge, fatigue and vaginal infection outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 coils extending into the uterine cavity and there were 4 coils extending into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Lot number: c06519 manufacture date: 2013-12-26, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('patient had a history of recurrent pelvic inflammatory disease') in a 31-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, herpes simplex, uterine fibroids, vaginitis, abdominal pain, gerd, dysuria, dry skin, acute cystitis and hematuria. She declined reversible forms of contraception. She declined microscopic tubal and vasectomy. Denies f/ g but has had lethargy and fatigue for the past 3-4 days. Concomitant products included colecalciferol (vitamin d3), hydralazine, norethisterone (micronor) and valaciclovir hydrochloride (valtrex). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("vaginal infection"), 4 days after insertion of essure. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery ((B)(6)2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, menorrhagia, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, urinary tract infection, bacterial vaginosis, menstrual disorder, depression, dysmenorrhoea, vaginal discharge, fatigue and vaginal infection outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 coils extending into the uterine cavity and there were 4 coils extending into uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: confirmed that the essure device was successfully occluded total bilateral occlusion. Lot number: c06519 manufacture date: 2013-12-26, expiration date: 2016-12-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('patient had a history of recurrent pelvic inflammatory disease') in a 31-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, herpes simplex, uterine fibroids, vaginitis, abdominal pain, gerd, dysuria, dry skin, acute cystitis and hematuria. She declined reversible forms of contraception. She declined microscopic tubal and vasectomy. Denies f/ g but has had lethargy and fatigue for the past 3-4 days. Concomitant products included colecalciferol (vitamin d3), hydralazine, norethisterone (micronor) and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("vaginal infection"), 4 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, menorrhagia, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, urinary tract infection, bacterial vaginosis, menstrual disorder, depression, dysmenorrhoea, vaginal discharge, fatigue and vaginal infection outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 coils extending into the uterine cavity and there were 4 coils extending into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded total bilateral occlusion. Lot number: c06519 manufacture date: 2013-12-26, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('patient had a history of recurrent pelvic inflammatory disease') in a (B)(6) female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, (B)(6), uterine fibroids, vaginitis, abdominal pain, gerd, dysuria, dry skin, acute cystitis and hematuria. She declined reversible forms of contraception. She declined microscopic tubal and vasectomy. Denies f/ g but has had lethargy and fatigue for the past 3-4 days. Concomitant products included cholecalciferol (vitamin d3), hydralazine, norethisterone (micronor) and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal infection ("vaginal infection"), 4 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and dyspareunia had resolved and the pelvic inflammatory disease, urinary tract infection, bacterial vaginosis, menstrual disorder, menorrhagia, depression, dysmenorrhoea, vaginal discharge, fatigue and vaginal infection outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 coils extending into the uterine cavity and there were 4 coils extending into uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish. Dysmenorrhea (cramping), vaginal discharge, fatigue, vaginal infection, pelvic inflammatory disease" were added. Reporter information, medical history and lab data added. Surgery information was added due to this case became incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.